Event description:
Per the clinic, the patient experienced strong pruritus and manipulated in the ear. The patient also stopped responding to sound and had no hearing with the device use. It was reported that the electrode array migrated into the mastoid cavity. Subsequently, the device was explanted on (B)(6) 2024, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.